Event description:
We have been informed that during retina surgery, in the priming phase, error pum16 appeared. The team restarted the machine three times, but the same error pum61, always appeared. To start and finish the surgery, the clinic then used the b&l elite, and they had to replace the pump. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during retina surgery, in the priming phase, error pum16 appeared. The team restarted the machine three times, but the same error pum61, always appeared. To start and finish the surgery, the clinic then used the b&l elite, and they had to replace the pump. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, a pump module was provided for investigation. Investigation of the returned module revealed a defective pneumatic valve inside the module. Due to the defective valve, the module could not pass priming and the eva surgical system was triggered to display the reported pum61 error message on the screen. Based on investigation results, it was determined that the reported complaint is attributable to a component failure of a pneumatic valve inside the pump module. Investigation of similar complaints revealed that the valves next to the defective valve showed the same wear and tear but in different phases. As corrective action all valves will be replaced during a repair related to a defective valve. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. As corrective action all valves will be replaced during a repair related to a defective valve. This prevents the failure of another valve within a short period after repair. All similar incidents related to the eva surgical system are included in the analysis (pu-pneu-valve). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.